Event description:
Customer reported that the insulin pump alarmed no delivery. Customer's blood glucose was 336 mg/dl, tried to bolus. Customer disconnected from the quick release. Customer performed fixed prime, insulin did exit. Customer was unable to remove the site to examine the cannula. Customer was advised to change the infusion set. No further info reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.